Event description:
The lay user/patient's husband contacted lifescan im may 2006 and alleged that the patient's one touch ultra meter was not turning on. The medical affairs specialist 9mas0 called and spoke with the patient's husband two days later and obtained further information from him. The husband informed the mas that he noticed that the patient was "out of it, real tired, and delirious" early in the morning of may 2006. He attempted to test her blood glucose on the reported meter, but the meter did not turn on. He stated that he had worked "just fine" the night before (result not known to the reporter). Since he could not get the meter to power on, he gave the patient some orange juice and then milk. She felt better after that, but had continued to be tired the rest of the day. She was not seen by a doctor or taken to a hospital. The husband also informed the mas that the patient takes insuslin on a regular basis, but he did not know the type/dosage of the insulin. He further stated that she did not take any insulin in the morning of the event. He did not know how much she had taken the night prior to the event. Lifescan was able to arrange a field exchange regarding the meter and the husband went and picked up the meter around 9:00 am from the pharmay. The patient's blood glucose was tested on the new meter shortly after with a result of "80mg/dl".at the time of troubleshooting, it was verified that this was not a new meter. The reporter was asked to press the power button, and the meter did turn on. However, when a test strip was inserted all the way into the test strip port, the meter did not turn on. It was verified that the patient was using the correct test strips and there was no trauma to the meter. This complaint is reported because the meter failed to power on at the time of concern and did not provide a result. The experienced symptoms of low blood glucose and was administerd juice and milk for it. She felt better afte that. The power issue was not resolved with proper test strip insertion. The patient received a replacement meter through field exchange and another backup meter, control solution, and test strips were also sent to the lay user/patient.